Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered unidentified foreign objects inside of the air/water channel and cylinder that could not be removed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the scope body had a crack. It was also observed that water tightness was lost due to damage on the up and down knob. It was observed that the suction, air, and water cylinders had no color. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the adhesive on the bending section cover had a crack. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera ii gastrointestinal videoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign objects were found inside of the air/water channel and cylinder. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.